Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the screws were implanted too close to each other and intersected during implantation. The root cause of the event was most likely due to improper surgical technique.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient had an initial ankle fusion procedure on (B)(6) 2012. The patient alleged that the one of the screws fractured on an unknown date in (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2014. The fractured screw was removed and a competitor plate with screws was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number / manufacture date ¿ unknown.

Event description:
It was reported that the patient had an initial ankle fusion procedure on (B)(6) 2012. The patient alleged that the one of the screws fractured on an unknown date in (B)(6) of 2012. Subsequently, the patient was revised (B)(6) 2014. The fractured screw was removed and a competitor plate with screws was implanted. Additional information received in patient's revision operative report noted patient reported experiencing limp, swelling, numbness and non-union before the revision procedure on (B)(6) 2014.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.